Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that prime and rewinding process took longer and received unexplained delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and no button response due to flattened dome switch on the express bolus , esc, act and up arrow button (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Unable to preform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to button error alarm and no button response. Unable to verify drive/motor anomaly, rewind anomaly, no delivery/occlusion alarm or prime/fill anomaly due to button error alarm and no button response. Unable to perform the device trace history download due to button error alarm and no button response. The motor was tested outside of the unit and passed. Device had cracked reservoir tube lip. (B)(4).